Manufacturer narrative:
There was no relationship found between the received device and the reported incident. Investigator observed no issue after device visual inspection. Additionally, the overheating could not be reproduced by the investigator since device passed functional and high speed testing (100-10,000 rpms) for 5 minutes each in forward, reverse and oscillate directions. Unit passed functional tests on the dyonics power, dii and dii eip test control units with and without footswitch. Current draw was average for this product and overheating did not occur during functional testing. Then, root cause could not be determined since the reported malfunction could not be duplicated. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device was getting hot. No patient injury reported.